Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller malfunctioning was not confirmed. A review of the submitted log file showed 240 events spanning approximately 6 days (08aug19 ¿ 13aug19 per time stamp). On 10aug19 at 11:19, the pump appeared to struggle to maintain the set speed, resulting in multiple pump stops while the patient was supported by battery power. The captured events appeared consistent with a potential driveline issue. These pump stops and associated alarms are covered under the pump investigation. There were no indications of the controller malfunctioning in the log file. No other notable alarms were active in the log file. The system controller was not returned for analysis and was exchanged. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that system controller burnt out and patient had to change to backup controller. The short in the driveline caused the controller to malfunction and a backup controller had to be used. There were no actual burns. No further information was provided.